Event description:
The customer called to report that she has been experiencing hyperglycemia and also noticed that the cannula didn¿t look like it inserted all the way into the infusion site. She followed her dr¿s instruction on treating the high blood glucose of 353 mg/dl by programming a correction bolus of insulin (dosage not reported) and then her bg went up to 448 mg/dl. The pod was then deactivated; she was able to activate a new pod. By 9:21 pm her bg went down to 147 bg.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess the product condition. The user reported that the cannula didn¿t look like it inserted all the way into the infusion site; this could potentially interrupt insulin delivery and may lead to hyperglycemia. The omnipod¿s user guide warns to ¿check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result.¿ ¿because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin ¿ usually with an injection of rapid-acting insulin. Ask your healthcare provider for instruction on handling interrupted insulin delivery,¿ and ¿test results greater than 250 mg/dl mean high blood glucose (hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider.¿ it advises ¿check your blood glucose at least 4 ¿ 6 times a day (when you wake up, before each meal, and before going to bed).¿ no product lot number was reported, therefore, no qualification record could be reviewed.